Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for batch 8842194 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at nominal pressure. The number of inflations and to what atms is unknown. The lesion was located in the calcified and 90% stenotic left anterior descending artery (lad). The procedure was completed with another of the same device. No patient complications were reported. Patient status was reported as 'good'.